Manufacturer narrative:
A.1.-a.5. Patient information was not provided h11: livanova deutschland manufactures the evo clamp. The incident occurred in switzerland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the electronic venous occluder evo clamp displayed alarm 1538 (angle encoder) during a procedure. There is no report of any patient injury.